Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler and one standard adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. A test battery was inserted into the returned handle. The handle successfully completed the power sequence but did not calibrate successfully. Immediately after calibration failure, solid blue status lights were observed, indicating a device error. The memory of the returned handle was evaluated and was error codes were present indicating drive motor calibration failure. The handle was dismantled for electrical troubleshooting. Functional evaluation revealed an open trace on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the charge nurse said the handle indicator lights were not illuminated as they should have been. The handle was illuminated with a blue light. A manual stapler handle was used instead of the powered stapler handle.